Event description:
The patient reported that at times her blood glucose is suddenly high (up to 590 mg/dl) and at other times low (values not provided). She believes the infusion device sometimes delivers too much insulin and at other times too little insulin. She stated when her blood glucose elevated to 590 mg/dl she changed the infusion set, cartridge/insulin, adapter, battery, and battery cover. She stated that while priming the infusion set the piston rod of the infusion device sounded as if it was working but no insulin dripped from the infusion tubing. No error message was displayed. She switched to her backup infusion device and her blood glucose returned to normal, 120 mg/dl. The patient did not require treatment from a health care professional or second party to address the issue. The infusion device was requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.